Event description:
The customer reported a delay in the acquisition of the pads ECG waveform during a cardiac arrest. This symptom could impact therapy.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.